Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: pn: bi71000112r, sn: (B)(4). A manufacturer representative went to the site to test the imaging system. The computer was replaced because it was no longer powering on. The system then performed as intended. The computer was returned for analysis. The reported complaint was confirmed. There was a hard drive malfunction with no display. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the radiological technologist (rt) was turning on the system to perform gain calibrations, it was getting stuck in "system booting, please wait". The rt had already tried rebooting the system 3 times with no success. Troubleshooting was performed by trying to reboot once more with the umbilical disconnected, the mobile view station and image acquisition stations powered off, then reconnecting the umbilical and powering on the system. The rt waited at least 6 minutes and it was still in the "system booting, please wait" mode. The image acquisition system computer was unable to be connected via the logs tab in the tech service console. There was no patient involved.